Event description:
Outbound. Patient reports cadd ms3 issue where syringe alarms low or depleted alarm but still has 3 lines of medication which is 0.6 ml treprostinil in syringe, pt will return affected product and is lot number 10 210408 and "expires 17 260407". Return box being sent. No further details provided.